Event description:
FDA forwarded medwatch report number (B)(4) to synovis. It was reported that an abdominal wall hernia was treated with a mesh placement on (B)(6) 2010. The patient was brought back to the operating room on (B)(6) 2011, where it was observed that the mesh was nearly completely dissolved. The surgery was conducted for purposes of exploration and debridement. No further information is available.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.